Event description:
The customer reported unresponsive buttons on keypad. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from 05/23/2018 to 8/19/2020 and confirmed that this device was once returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported unresponsive buttons on keypad.